Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the reservoir compartment was broken off. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, scratched reservoir tube window, scratched case, cracked belt clip slot at battery tube threads area, cracked case at display window corner and minor scratched lcd window. Unable to perform displacement test due to broken reservoir tube lip.